Event description:
The patient used to charge the implantable neurostimulator every 4 weeks when it was newly implanted. More recently she needed to charge every 2 days. Stimulation parameters had not changed. The neurostimulator was interrogated with the physician programmer; it and the recharger had maximal coupling. The recharge interval should have been 7.5 days calculated with a computer longevity calculator. Impedances were normal. The patient decided she did not want to proceed with any surgical options. She was ok with frequent charging at this time. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).